Event description:
It was reported by service report that the motion interrupt pan was cracked around the head left shoulder bolt. Customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Motion interrupt pan.